Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurement, measuring greater than 2000 ohms. All other diagnostics measurements were stable and there was no noise/artefact on the present egms for the lv channel. Boston scientific technical services consultant recommended device reprogramming to increase the pacing measurements setting. No adverse patient effects were reported. This lv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.